Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer site reported a inop error message and an unspecified hardware issue on the mx40 device. There was no patient involvement